Event description:
On (B)(6) 2014, the patient contacted animas and reported a blank display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the display screen was found to be blank due to moisture and corrosion found on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.